Event description:
Pt reported a burn (wound) by her naval. Pt is not sure if the device burned her because she does not have sensitivity in her stomach area from a prior condition. The burn was not underneath the electrodes, but near where the device was against her skin. Pt went to a dermatologist who scraped layers of skin, cauterized, and applied a band aid to the area. The dermatologist also prescribed a santyl ointment. Pt is diabetic.

Manufacturer narrative:
Information rec'd to date does not suggest that the device malfunctioned, but that the burn was caused by the device rubbing which the pt would not have felt because of insensitivity in the area. The investigation of this event is ongoing and a supplemental report may be submitted if material information is discovered.